Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she was having problems with her pump. Today the pump gave her error unexpected restart error, so she replaced out her battery and she received another unexpected restart alarm and her pump went dead. Now the pump is back on because she replaced another battery. Yesterday she was giving herself a temporal basal because she was having a low blood glucose and today in the morning she received the unexpected restart alarm. Now because she has been of the pump she is experiencing high blood glucose. She also had a crack on her pump on the reservoir and battery compartment. The customer does not know her blood glucose at the time when she realized the crack on her pump. She treated her low with the pump and orange juice. She treated her high with manual injections. The customer declined to troubleshoot for high and low blood glucose. The customer informed that the display was blank and there was a crack at the reservoir and the battery compartment. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test and displacement test due to blank display. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.